Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the health care provider (hcp) believes that the drug units maybe programmed incorrectly for one of the drugs. They believed that it should be clonidine 400mcg/ml and not clonidine 400mg/ml. The hcp was changing the secondary drug to the lower concentration, so this would resolve the incorrect units.